Event description:
Caller reported compact plus system blood glucose results of hi, which on the system indicates a result in excess of 600 mg/dl, and 57 mg/dl within 10 minutes. Customer had made a peanut butter and jello sandwich for his wife. Wife feels he might not have clean his hand completely after making her the sandwich. Reported no adverse event. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
(B)(4).